Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that back bleeding was observed at the catheter's flush port, and when the catheter was flushed with the stopcock closed to the patient, fluid was seen leaking from the hub. During an opal ablation procedure to treat atrioventricular nodal reentrant tachycardia (avnrt), an intellanav mifi open-irrigated catheter was selected for use. A back bleeding was observed at the catheter's flush port, and when the catheter was flushed with the stopcock closed to the patient, fluid was seen leaking from the hub. The flush port was then found to be damaged. Another of the same device was used, and the procedure was completed successfully without patient complications. The device has been received, pending analysis.

Event description:
It was reported that back bleeding was observed at the catheter's flush port, and when the catheter was flushed with the stopcock closed to the patient, fluid was seen leaking from the hub. During an opal ablation procedure to treat atrioventricular nodal reentrant tachycardia (avnrt), an intellanav mifi open-irrigated catheter was selected for use. A back bleeding was observed at the catheter's flush port, and when the catheter was flushed with the stopcock closed to the patient, fluid was seen leaking from the hub. The flush port was then found to be damaged. Another of the same device was used, and the procedure was completed successfully without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported observation of tubing set fluid leak was confirmed through investigational analysis. Device technical analysis: the device was returned for analysis. Product analysis shows that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint, therefore, the reported complaint is confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the intellanav mifi open-irrigated risk documentation was completed and confirmed that the event of "tubing set fluid leak, tubing set damaged/defective" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of "cause traced to device design". The problem found was traced to the design specification.